Event description:
It was reported that the clinic called to inquire why the patient¿s implanted device was near elective replacement indicator (eri) in less than two years. The device was programmed to single chamber fixed rate (vvi) with low outputs. No shocks, not even defibrillation thresholds (it was noted that the patient refused). The company representatives spoke with technical services and was informed that it is a known reason for early battery depletion was due to ¿the faulty monitor that was continually trying to download device information.¿ investigation based on the portable disk document (pdd) found the reason for battery depletion was related to the patient having the remote monitor turned off between transmissions. It was also noted that the clinician was not sure that the patient did have the monitor turned off but felt confident that the monitor was unplugged most of the time. The device was replaced. The device and the monitor will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).